Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient had a back surgery 1.5 years ago and at that surgery, the catheter was accidentally cut. It was noted the patients pain had improved after the surgery and it was decided that they would not revise the catheter and the therapy was discontinued. A week ago, the healthcare professional (hcp) programmed the pump to stopped pump mode and the patient just called them stating the pump was beeping. The pump was used to deliver prialt (ziconotide).

Manufacturer narrative:
(B)(4).